Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large clip applier instrument to perform failure analysis. The instrument was analyzed and failed the clip test due to misapplication of the clip. The instrument passed engagement and was able to retain the clip, it could not apply the clip. Additionally, one grip of the clip applier instrument was found bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, the clip could not be properly released from the grips. The complaint was confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the clip applier would not hold the clip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the clip applier would not connect when loading (outside the patient). Also, the customer did not note any damage. The customer used another clip applier to complete the procedure robotically.